Event description:
Patient reports 2 cadd flow stop cassettes caused no disposable pump wont run alarm on both cadd legacy pumps this week on (B)(6) 2021 and (B)(6) 2021 during second 24 hours of remodulin cassette. Lot number 4096351. Expiration 01/29/2026. Patient will return cassettes and no replacements requested. No further details provided.